Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report pump error 23, 49, and 68. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return their device back for analysis.

Manufacturer narrative:
The insulin pump had constant pump error 68, pump error 49 and pump error 23 after battery insertion due to poor seating of connector. The insulin pump had minor scratched display window, scratched case, keypad overlay texture damage and cracked keypad overlay at the select button.